Event description:
Additional information received indicates the implantable cardioverter defibrillator (ICD) delivered inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Programming changes were performed.

Event description:
It was reported the patient presented with an implantable cardioverter defibrillator that exhibited inappropriate shock. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.